Event description:
A pt reported blood glucose results of "325 mg/dl and 75 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care rep walked the pt through two blood glucose tests and obtained a "95 mg/dl, 96 mg/dl and 90 mg/dl" with a lifescan meter, performed within 10 minutes of each other.